Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a procedure where this device was implanted, the patient experienced chronic pain that increases with activity; adhesions to colon, bladder, and epigastric artery; revision surgery to remove the mesh which resulted in injury to the left testicle; enlarged left testicle; lack of central arterial flow to left testicle; a portion of the mesh was unable to be excised and remains implanted, continuing to cause pain and discomfort. After the original procedure, additional potentially related procedures were performed, including mesh removal surgery.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of inguinal hernia. It was reported that after implant, the patient experienced recurrence, adhesions to colon, bladder, and epigastric artery, nerve damage, chronic pain that increased with activity, injury to left testicle caused by revision surgery, enlarged left testicle, and lack of central arterial flow to left testicle. Post-operative patient treatment included revision surgery, portion of mesh was unable to excised and remains implanted, and laparoscopic removal of left inguinal mesh and 7 metallic tacks.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.